Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2014 with the following findings: the pump black box data could not be downloaded for review due to moisture damage. The returned battery cap did not secure properly to the pump, nor did a test battery cap, and an intermittent power loss was duplicated. Evidence of moisture ingress was found on the underside of the battery cap, inside the battery compartment, and on an internal component. A leak test was performed and failed due to a battery compartment leak. Further testing could not be completed due to the power issue caused by moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. The yellow o-ring of the battery cap was allegedly visible while the cap was attached to the pump, and moisture was visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.